Event description:
A hill rom unit, serial number (B)(6) -a had malfunctioning braking and steering. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)